Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was experiencing a low blood glucose and the insulin pump had a no delivery alarm. Customer had a blood glucose of 152 mg/dl in the morning and treated with bolus. Blood glucose level dropped to 54 mg/dl due to giving due to treating with bolus and syringe. Customer treated the low reading with glucose tablets. Customer was reporting an alarm in the past which was resolved by changing the complete set (infusion set and reservoir). The reservoir will be returned for analysis.